Event description:
The pt had one 3.5 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad during the index procedure. Post procedural residual stenosis was 0%. The pt was discharged from the index hospitalization. One day post index procedure, the pt suffered a non-st-segment elevation myocardial infarction (nstemi) and was admitted to hosp. The investigator assessed that the event of nstemi was considered severe in intensity, not related to the study drug, the study device or the study procedure. The outcome of the event is reported as recovering/resolving.

Manufacturer narrative:
(B)(4): eval results: (mi).